Manufacturer narrative:
Citation: shah vn, et al. Transcatheter and ministernotomy aortic valve replacement after bioprosthetic valve failure. J card surg. 2021 feb;36(2):493-500. Doi: 10.1111/jocs.15225. Epub 2020 dec 6. Presented at the oral session of the eighteenth annual scientific meeting of the international society for minimally invasive cardiothoracic surgery, june 13-16, 2018, vancouver, canada. Earliest date of presentation used for date of event. Medtronic products referenced: freestyle (PMA# p970031, product code lwr), hancock (PMA# p870078, product code dye), mosaic (PMA# p990064, product code dye), 3f (PMA# p060025, product code lwr). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the patient outcomes following transcatheter valve-in-valve implantation (tviv) and minimally invasive reoperative aortic valve replacement (miravr) for bioprosthetic valve degeneration. All data was retrospectively collected from a single center between march 2009 and october 2018. The study population included 68 patients (tviv = 41; miravr = 27) and was predominantly male with a median age of 69 years. Of these patients, 19 were previously implanted with medtronic surgical aortic valves: freestyle (12), hancock (2), mosaic (3), and 3f (2). Of the 41 patients who underwent tviv, 10 were implanted with medtronic transcatheter aortic valves: corevalve (3), evolut r (6), and evolut pro (1). No unique device identifier numbers were provided. Among all patients, one in-hospital death occurred, and another death occurred within thirty days of the procedure. The deaths were not attributed to medtronic product. Adverse events associated with medtronic surgical aortic valves: tviv (mean 9.6 years after surgical valve implant) or miravr (mean 7.9 years after surgical valve implant) for bioprosthetic valve degeneration (aortic insufficiency, aortic stenosis, or mixed insufficiency/stenosis), heart failure, and elevated gradients. Adverse events that may have been associated with medtronic transcatheter aortic valves: permanent pacemaker implantation; coronary obstruction; need for blood transfusion; mild to moderate paravalvular leak; atrial fibrillation; and hospital readmission within thirty days post-implant. No additional adverse patient effects or product performance issues were reported.